Event description:
Reported 1 false negative result for one sample tested during a verification study. The customer selected a sample from a hospitalized patient that previously tested positive by pcr for sars cov-2.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Samples collected as part of the study may have been outside the recommended 5 day window as one patient was tested about three weeks after initially testing positive. Root cause: could not duplicate with retains. Source: phone.